Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels. The customer changed the site however bg levels continued to rise. Customer reported a bg level of 419 mg/dl after the site change. During troubleshooting with tandem technical support, a small air bubble was observed in the tubing. The customer declined to prime out the air bubble. Additionally, it was reported that insulin was leaking from the luer lock. The customer was uncertain if the insulin in the cartridge was expired. Reportedly, the customer changed supplies. Subsequently, the customer received an auto-off alarm. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting.